Event description:
The patient was brought into the ep lab in normal fashion. Patient was prepped for a pulmonary vein isolation ablation. A soundstar was inserted first into the femoral vein and sound maps of the atria were created. Next, a webster decapolar catheter was inserted and an attempt to advance it into the coronary sinus was made. The physician was unable to reach the coronary sinus and changed catheters to a stryker reprocessed boston scientific viking catheter, which successfully cannulated the coronary sinus. Next, a pentaray catheter was advanced into the right atrium and some right atrial anatomy was built by faming with the catheter. A transeptal puncture was then performed, requiring additional time due to difficulty in optimizing needle position on the septum. Once complete, it was noted that there was a significant drop in the patients blood pressure. Using the soundstar to visualize the ventricles, there appeared to be a large pericardial effusion. The physician prepared for a pericardiocentesis. Once the excess fluid was removed, the blood pressure returned to normal and the patient became stable. The effusion continued to enlarged despite drainage so she was sent to cardiac surgery. During surgery, it was discovered that her right atrial appendage was punctured. The physician attributed this to an inadvertent needle puncture that occurred while maneuvering the brk needle. The right atrial appendage was repaired and the patient is recovering. There was no troubleshooting for any bw products used during the case and the physician did not cite bw products as the cause of the puncture. This report is being made simply due to patient outcome. Due to the urgency in the operating room while efforts were focused on saving the patient, I was unable to collect any catheters or packaging, as they were discarded during the process. Was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. (B)(4). Device property of: none. Device in possession of: none. (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).